Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4) for the reportable issue of bands failed to deployed. (B)(4) is being used in lieu of an adequate conclusion for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. During the procedure, bands would not fire following the turning of the handle. The procedure was completed with another banding device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.